Manufacturer narrative:
The getinge field service engineer(fse) that discovered the issue confirmed the reported issue. The fse resolved the issue by replacing the touch screen (d160-00-0123). The unit passed all safety and functional tests and was returned to the customer for clinical use. The following was performed by the maquet failure analysis and testing dept. The failure analysis and testing department received part number: 160-00-0123_m touchscreen serial number: (B)(6) with a reported unit failure of touchscreen failing calibration. The failure analysis and testing dept. Performed a visual inspection of the part received and found that the part is in good condition. The failure analysis and testing dept department installed the part number: 0160-00-0123_m touchscreen serial number: (B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department is unable to replicate the reported failure of touchscreen failing calibration. Retaining the touchscreen in the fat dept. Per procedure number 0002-07-d008 rev. Ar however, per the cardiosave dfmea the possible cause of the failure mode is "bit fail at start-up".

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an inspection by getinge field service engineer , the cardiosave intra-aortic balloon pump (iabp) was updated to d.00, the touch screen calibration did not pass. There was no patient involvement.